Manufacturer narrative:
There has been no lot number information available in relation to this complaint; however, tsl can confirm that the product is manufactured using a controlled and validated manufacturing process. The product is terminally sterilized by irradiation and has undergone sterilization validation and dose audit studies in accordance with iso 11137. Routine product bioburden monitoring is performed to help safeguard sterility assurance. Product and packaging inspection stages have been implemented in conjunction with a validated process and documented systems to help safeguard and assure product quality. Further information has been requested from the surgeon; however, tsl has been advised that the surgeon will only accept communication via courier. A questionnaire has, therefore, been couriered to the surgeon, however, to date no further information has been received. Tsl do not believe that the heart attack suffered by the patient can be attributed to the permacol.

Event description:
The surgeon reported that he had sutured two pieces of permacol together for implantation in one patient. There was an infection, and the permacol pulled away at the edges, but not at the suture line. When the surgeon went back in to explore the implantation site, the permacol could be pulled apart. The surgeon was surprised as he thought the permacol was very strong and would have resisted the infection. The patient later died of a heart attack.